Manufacturer narrative:
Related to MFR numbers for same patient: 3012307300-2019-01280, 3012307300-2019-01281, 3012307300-2019-01282.

Event description:
Information was received by a patient's father that four smiths medical (B)(4) adult tts tracheostomy tubes had a "pinhole in the same place" during home use over the last couple of months. Subsequently, a tracheostomy (trach) change out was required each time. No adverse patient effects were reported.